Event description:
It was reported that the right ventricular lead gave off excessive heat that resulted in tissue damage, loss of sensing, and loss of capture. No additional information was reported.

Manufacturer narrative:
Correction: e1 attributed to incorrect site, now updated.